Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a 33-year-old female patient who had essure (ess205) (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included thyroid disorder and hypothyroidism. Previously administered products included for contraception: microgestin. Past adverse reactions to the above products included adverse drug reaction with microgestin. Concurrent conditions included depressive disorder, neutropenia, vitamin b12 deficiency, vomiting, vulval itching, vaginal odor, dysfunctional uterine bleeding, amenorrhea, pain in hip, pain in thigh, vaginal itching, ovarian cyst, chest pain and dysmenorrhea (not recovered prior to essure). Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (amitriptyline hcl), cyanocobalamin (vitamin b12), ibuprofen and megestrol. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("recurrent bacterial vaginosis") and trichomoniasis ("trichomonas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and abdominal pain ("pain left side where device was/left side abdominal pain"). The patient was treated with antibiotics and surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the pelvic infection, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bacterial vaginosis and trichomoniasis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, trichomoniasis, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side- 8 coils, left side- 4 coils diagnostic results: (B)(6) 2004 : ultrasound exam : mildly enlarged uterus with a tiny amount of fluid in the pelvis. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received - pain was updated to pelvic pain and pain left side where device was/left side abdominal pain was added as event; outcome of dysmenorrhoea updated to recovered / resolved. Pelvic infection was marked as incident/intervention. Treatment drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in a 33-year-old female patient who had essure (ess205) (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included thyroid disorder and hypothyroidism. Previously administered products included for contraception: microgestin. Past adverse reactions to the above products included adverse drug reaction with microgestin. Concurrent conditions included depressive disorder, neutropenia, vitamin b12 deficiency, vomiting, vulval itching, vaginal odor, dysfunctional uterine bleeding, amenorrhea, pain in hip, pain in thigh, vaginal itching, ovarian cyst and chest pain. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (amitriptyline hcl), cyanocobalamin (vitamin b12), ibuprofen and megestrol. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("recurrent bacterial vaginosis") and trichomoniasis ("trichomonas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the pelvic infection, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, bacterial vaginosis and trichomoniasis outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, trichomoniasis, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side- 8 coils, left side- 4 coils. Diagnostic results: (B)(6) 2004 : ultrasound exam : mildly enlarged uterus with a tiny amount of fluid in the pelvis. Most recent follow-up information incorporated above includes: on 30-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic infection, dysmenorrhea (cramping), vaginal discharge, recurrent bacterial vaginosis, trichomonas, she did not undergo essure confirmation test ", reporter added from pfs. Concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a 33-year-old female patient who had essure (ess205) (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included thyroid disorder and hypothyroidism. Previously administered products included for contraception: microgestin. Past adverse reactions to the above products included adverse drug reaction with microgestin. Concurrent conditions included depressive disorder, neutropenia, vitamin b12 deficiency, vomiting, vulval itching, vaginal odor, dysfunctional uterine bleeding, amenorrhea, pain in hip, pain in thigh, vaginal itching, ovarian cyst, chest pain and menstrual cramps (not recovered prior to essure). Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (amitriptyline hcl), cyanocobalamin (vitamin b12), ibuprofen and megestrol. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("recurrent bacterial vaginosis") and trichomoniasis ("trichomonas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and abdominal pain ("pain left side where device was/left side abdominal pain"). The patient was treated with antibiotics and surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the pelvic infection, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bacterial vaginosis and trichomoniasis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, trichomoniasis, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side- 8 coils, left side- 4 coils diagnostic results: (B)(6) 2004 : ultrasound exam : mildly enlarged uterus with a tiny amount of fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a 33-year-old female patient who had essure (ess205) (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included thyroid disorder and hypothyroidism. Previously administered products included for contraception: microgestin. Past adverse reactions to the above products included adverse drug reaction with microgestin. Concurrent conditions included depressive disorder, neutropenia, vitamin b12 deficiency, vomiting, vulval itching, vaginal odor, dysfunctional uterine bleeding, amenorrhea, pain in hip, pain in thigh, vaginal itching, ovarian cyst, chest pain and menstrual cramps (not recovered prior to essure). Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (amitriptyline hcl), cyanocobalamin (vitamin b12), ibuprofen and megestrol. On (B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("recurrent bacterial vaginosis") and trichomoniasis ("trichomonas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("pain left side where device was/left side abdominal pain") and menstrual disorder ("cycle and issues"). The patient was treated with antibiotics and surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the pelvic infection, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bacterial vaginosis, trichomoniasis and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, trichomoniasis, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side- 8 coils, left side- 4 coils. Diagnostic results: (B)(6)2004 : ultrasound exam : mildly enlarged uterus with a tiny amount of fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. Event added: cycle and issues. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.